Event description:
It was reported that the staff noticed that one of the two absorber bypass valves had become loose and this generated a leakage between the pt cassette and the co2 absorber. There was no pt involved in this event. (B)(4).

Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished. (B)(4).